Event description:
It was reported that a patient was being treated in the intensive care unit which included vasopressor therapy using intravenous levophed with a spectrum iq pump. The levophed was reportedly quickly titrated from a dose of 0.05 mcg/kg/hour (122 kg dosing weight, infusion flowrate of 22.9 ml/hour) to a dose of 0.20 mcg/kg/min (122 kg dosing weight = infusion flowrate of 91.5 ml/hour). Vasopressin was required and initiated for hypotension despite the levophed infusion. Phenylephrine pushes were also administered during this timeframe "to maintain a map of 60". Epinephrine was identified as the next addition after noting that levophed and vasopressin did not result in the required blood pressure (bp) response. Prior to initiation of epinephrine, a closed roller clamp on the tubing of the levophed infusion was discovered. No downstream occlusion alarms were reportedly triggered by the pump. The roller clamp was opened and the patient 's blood pressure increased. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. It has been determined that this event is solely the result of user error. The roller clamp was left closed which contributed to the non-delivery of the levophed infusion that led to an unresponsive blood pressure for the patient. Per the spectrum pump product labeling it specifically states to ensure the downstream roller clamp is open prior to the user pressing the ¿run¿ key to start the infusion. In conclusion, review of the clinical circumstances reasonably suggests that error in nursing practice of proper IV set-up and administration in conjunction with a potential malfunction of the spectrum pump to detect and alarm for an occlusion in the line has caused or contributed to the reported serious event. Should additional relevant information become available, a supplemental report will be submitted.